Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, that the customer needed to press the wake button multiple times before the pump screen turned on. The customer's blood glucose level was 343 mg/dl. Reportedly, the customer had manual injections available for alternate insulin therapy.